Event description:
(B)(4) received a call on (B)(6) 2015 reporting a medical intervention that occurred on (B)(6) 2015 at 3:00pm. The reporter ((B)(6)), patient's wife called in stating that patient ((B)(6)) was barely able to stand or walk. Patient felt his legs weakening and aided himself to the floor. The reading on the prodigy meter at the time of the event was 130mg/dl. No medications were taken by patient immediately prior to the event. Patient's last medications were taken around noon before the event. Patient's normal glucose reading around the time of the event is 150-199mg/dl. Patient drank (B)(6) prior to seeking medical attention. Paramedics were called 5 minutes after testing with the prodigy meter. Patient consumed (B)(6) while waiting for medical attention. Paramedics arrived 8 minutes after being called. Upon arrival paramedics tested patient's glucose with a result of 70mg/dl. Approximately 15-20 minutes passed between testing with the paramedic's meter and the prodigy meter. Paramedics also performed and additional glucose test with the prodigy meter with a result of 173mg/dl. Patient was not transported to ER. Patient was advised to eat a peanut butter and jelly sandwich. Replacement was provided and sent prepaid envelope to patient requesting return of suspect system.

Event description:
This is a supplemental report to initial report# 3008789114-2015-00021 to submit the manufacturers investigation of the suspect device. The complaint products were not returned. (B)(4) requested an internal record review from the manufacturer for the suspect products. (B)(4).